Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon noted trial head rubber locking became disengaged from trial during hip fx procedure.